Event description:
The implant was removed due to an infection. The cause or the source of the infection are unknown. The implant is shipped non-sterile and then sterilized at the healthcare facility according to the instructions for use. There are no sterilization, pathology, or surgical records available.